Event description:
It was reported that the patient presented prior to generator changeout procedure. Upon interrogation, it was noted that the atrial lead exhibited high pacing impedance. Programming changes were performed. The patient was in stable condition and will continue to be monitored.